Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Patient code (B)(4) (above): no code available - customer reported symptom of agitated note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-5 error: test strip error. Mother is calling on behalf of the customer. The e-5 error occurred as soon as the blood sample was absorbed. Customer was using proper testing technique. The customer's expected fasting blood glucose test result range is 150 - 200 mg/dl. During troubleshooting, mother stated that a result of hi had been previously obtained. At the time of the call, mother stated customer felt physically fine but that he was very agitated; mother was advised to seek medical attention but stated customer refused. During the call on (B)(6) 2017, the customer declined to perform a back to back blood test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is 08/18/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:hi. Mother called in on behalf of customer and states the meter is reading e-5. While troubleshooting mother states the meter read hi the other day.